Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. The reported patient effect(s) of pseudoaneurysm is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. Attachment article titled "early experience with espirit below the knee stents in an office based lab setting" b3, b6: estimated date d4: the UDI number is not known as the part and lot number were not provided. D6a: the implant date has been estimated to be (B)(6) 2025

Event description:
It was reported in a summary article an assessment on the early clinical experience with the esprit btk stent in treating infrapopliteal disease within an outpatient-based laboratory (obl) settings. 22 patients had at least one esprit btk stent implanted successfully. At the 4-week follow-up all stents were patent; however, in one patient a pseudoaneurysm was noted which required a thrombin injection. Additional information can be found in the summary article, "early experience with espirit below the knee stents in an office based lab setting" the procedure and implant date have been estimated to be (B)(6) 2025 as this is 6 months prior to the abbott aware date. The event date has been estimated to be 7/4/2025: as this is 4 weeks after the estimated implant procedure date which was estimated to be (B)(6) 2025.